Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon evaluation in the ed, it was discovered that the chemotherapy bag had run dry, although it had been expected to complete at 1:00 pm. There was no harm to the patient. This incident happened in (B)(6) hospital. The patient is a 12-year-old female. The date of the event and date of this report was on jun-2025.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.